Manufacturer narrative:
The instrument was returned and evaluated. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Dcp verification of instrument passed. Engineering found the instrument tip was bent. One grip was bent, causing side to side misalignment of grips. There was a .110 offset at the tips, indicating overloading at the instruments tip. Electrical continuity test passed. Additionally, the instrument was found with a frayed pitch cable at distal idler. No damage was found on the pulley and clevis. The last finding were scratches on the main tube. The distal end of the main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si procedure the maryland bipolar forceps instrument is blocked and it does not move. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.